Event description:
New information received notes that the patient continued to experience pre-syncopal symptoms. It was suspected that another instance of crosstalk (oversensing) was observed. Programming changes were discussed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for routine follow-up. After the device check was over, the patient experienced a syncopal episode. The patient initiated a manual merlin.net device transmission. Upon review of freeze capture, lead dislodgement was suspected. On (B)(6) 2018, the patient was seen and oversensing and no pacing were observed. Lead dislodgement was ruled out based on capture testing impedance, and p-wave amplitudes. Programming changes were made. The patient was stable.

Event description:
New information received notes that the device was explanted and replaced. The patient was fine.